Event description:
It was reported that the lead integrity alert (lia) was triggered for the low-voltage right ventricular (rv) lead due to high impedance of greater than 3000 ohms and elevated short interval counts (sic) with high rate non-sustained episodes. The low-voltage rv lead, which had carried out pacing and sensing, was inactivated and capped accordingly. The is-1 portion of the high-voltage rv lead was measured and data showed favorable results with no anomaly in sensing, therefore the lead was reconnected to the device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6943 lead, implanted: (B)(6) 1999. (B)(4).